Event description:
It was reported that the pt was filled on (B)(6) 2011 and (B)(6) later, the pt reported fainting between five and eight times that day. The pt did not report any injuries related to fainting. The pt had the pump turned down by her health care provider. The pt was admitted to the hosp over (B)(6) for a cardiac workup, which was negative. The pt was scheduled to have her pump filled again. The pump had been turned down to the minimum rate. The pt's health care provider emptied the pump and refilled it on (B)(6) 2011. The health care provider believed the fainting was attributed to the drug. Following the refill, the pt was fine. The drugs used in the pump at the time of the event were morphine, bupivicaine, and clonidine.

Manufacturer narrative:
(B)(4).